Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that there were high thresholds exhibited with the right atrial (ra) lead. A fluoroscopy confirmed that the lead had dislodged from its original position. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.